Event description:
It was reported that the device was displaying all the service icons and it would not operate on battery power. Also, when hooked to a power source, the device would power itself on and lock up. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the digital pcb assembly and then observed proper device operation through functional and performance testing. The customer received a replacement device. Physio-control further evaluated the removed assembly and observed that the board would lock-up on boot test. The root cause of the reported failure could not be determined.